Manufacturer narrative:
Product code and lot number ¿ the customer reported two potentially associated product codes/lot numbers: (B)(4), lot# ur15f22061 and (B)(4), lot# ur13c26095. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in an intravia empty container. The reporter described the particulate matter as ¿strands¿ floating inside the bag. The bag had been compounded with pediatric total parenteral nutrition (tpn) with amino acids and dextrose 20% solution. This issue was identified upon final check of the bag before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed particulate matter floating inside the fluid path. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.